Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). A maquet field service technician was on site and investigated the unit in question. The technician troubleshooted the device and found a defective flow sensor. The technician replaced the defective flow sensor on the patient side and the cardioplegia side. The system was calibrated, disinfected, a test run were performed and the device was checked for electrical safety. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during preventive maintenance the hcu40 displayed the error message "patient water flow too low". The incident occurred during preventive maintenance so there were no patient involved. (B)(4).